Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the patient's breast under the front therapy electrode (te) pad. The irritation was described as being itchy and not open. The patient consulted her physician who prescribed a cream. Follow-up indicated that the rash was getting better.